Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Unable to perform functional test or verify unexpected restart, watchdog set test failure alarms due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to pool water. The customer stated that he accidentally wore his pump into his pool and did not noticed he was wearing the pump. Customer stated the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are send replacement pump. The customer reported via phone call indicating that the insulin pump alarm unexpected restart and watchdog set test failure alarm. Customer's blood glucose at time of incident was unknown. The customer stated that can't confirm history and pump is powered down due to moisture damage.